Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the ra lead was inserted into the device, anomalous values for impedance, capture threshold, and r-wave amplitude variation were observed. Reinserting the lead multiple times did not change the values. The lead was measured by the psa and no anomaly was observed. The device was not implanted and was replaced. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Impedance, wave height, threshold. The reported field events of a capture anomaly, impedance anomaly, and a sensing anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The caused of the reported events could not be determined.